Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt connected two pt extension lines to the integrated apd set. The home pt stated that the pt extension lines were connected before they initiated the prime cycle. However, successful completion of the prime cycle was not confirmed before the home pt connected to the homechoice setup. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.